Event description:
It was discovered that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. Technical services was contacted and provided troubleshooting options. Currently, this ICD remains in service and no adverse patient effects were reported.